Event description:
Boston scientific received information that this pacemaker was interrogated for a normal follow up visit. The first interrogation indicated the device had less than six months longevity remaining. After printing reports, the device longevity indicated one year longevity remaining. The field representative indicated no parameters had been changed and manual impedance measurements were the same as the last check but they did not print the daily measurements so it is unknown if there were any changes from today. A technical services (ts) consultant was contacted regarding this issue and discussed that even small changes in impedances could result in this issue. The field representative will continue to monitor the patient. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.